Event description:
(B)(6). Home health rn reported pt was not working. Home health rn reported they already prepped medication in saline packet but the pump was not working. They thought it was the batteries so they changed them but still did not work, then they plugged it directly to outlet but the error is still on there. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: aldurazyme sdv - 20.3mg. Diagnosis for use: scheie's syndrome.